Event description:
Patient presented to the physician with persistent pain around the lower lateral chest incision. Physician brought the patient back into surgery. Physician repositioned and replaced the sensing lead. This resolved the issue.